Event description:
It was reported that the device would not power on. The customer advised that they tried another battery from another device, and they experienced the same results. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of an inductor, designator l1 from the analog pcb assembly. It was observed that l1 had legs 1 to 4 open, which caused the device not to power on. The customer received a replacement device.